Event description:
It was initially reported that patient¿s pump was being considered for pump replacement but also reported as explanted due to erosion. The patient was thin and the pump came out due to skin erosion. It was later reported that this pump was changed in 2008 due to an infection. The patient had surgery and they ¿put in a big stick¿ and the patient got a bacteria which turned into an infection. There was a hole and liquid started to drip. The patient was taken to the physician and they were told it was (B)(6). It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, including medication delivered and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).